Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could no be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU and the integrity of the balloon was intact. It was reported that during deployment, the balloon ruptured and the device pulled through the sheath. A second mynxgrip vascular closure device 6f/7f was prepped and the integrity of the balloon was intact. The second device was deployed successfully. Hemostasis was achieved with no presence of a hematoma. The patient was ambulated and discharged to home the same day with no clinical sequela noted.